Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving unknown drug for spinal pain. It was reported that the rep stated that the patient had been having issues with the pump that have already been reported in previous calls. The patient felt that the pump was not working. The patient was going to have a dye study today ((B)(6) 2026) with the physician. Additional information was received from the manufacturing representative (rep) and the healthcare provider. It was reported that the rep's teammate and the physician informed of the event in preparation for the dye study. It was reported to the rep that the pump had an error on (B)(6) 26 that was resolved by reprogramming the pump. At that time, it was reported to me after the fact, that a bolus was given through the patient therapy manager (ptm) and the patient remarked on the immediate relief. However, the patient then complained that all week the pain had been excruciating, the patient could not get out of bed, etc. Thus the decision was made to bring him to the clinic for a dye study. The wife commented to rep's teammate that she did not think that the pump was malfunctioning and that perhaps something else was going on. At the dye study, I addressed the patient therapy manager (ptm) error code and resolved that. Th rep also had checked pump logs for any significant events and did not find anything abnormal. The cause of the pump issue was unknown. A dye study was attempted. However, the physician had difficulty and was not able to place the needle into the catheter access port. After several attempts, the physician got frustrated and decided to do a catheter/pump revision surgery instead. The information was provided to the implanting/managing physician who agreed to do the surgery after the dye study attempt was u nsuccessful. The physician remarked that it was likely that they would just replace the pump as the patient was convinced something was wrong with it since the initial error on (B)(6) 26. A pump replacement was done (B)(6) 26. No changes to the catheter were made and no volume discrepancies noted. The pump issue was resolved.